Manufacturer narrative:
The field service engineer determined the lid latching mechanism was misaligned. The mechanism was aligned and the customer was able to successfully run the instrument without issues. Precision studies and controls were run.

Event description:
The initial reporter stated there was an issue with the top cover latch of their cobas 6000 c (501) module. The issue caused the instrument to stop during operation, so samples aliquoted on their modular pre-analytics system (mpa) sat in the mpa for 3 hours prior to analysis on the c 501. The reporter stated it took him 3 hours to recover from the c 501 system stop. The reporter mentioned the issue with the latch was present for approximately 3-4 weeks prior to the event. The cover was taped down for this reason, but someone removed the tape. Due being on the mpa system for 3 hours and subject to evaporation, one patient sample had discrepant results for ise indirect na for gen.2. The aliquot sample initially resulted with an na value of approximately 158 - 160 mmol/l and this value was reported outside of the laboratory. The primary tube of the sample was pulled and repeated, resulting with an na value of approximately 145 mmol/l. The repeat value was believed to be correct and a corrected report was issued. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.